Event description:
It was reported that the picture goes out when its flexed on the subject device. The issue was found during set up/inspection for use. There was no patient harm, no injury reported due to the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d8, d9, d10, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes for the alleged failure of intermittent image is due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.